Manufacturer narrative:
Device evaluated by MFR.: a watchman delivery system with the implant in the sheath was returned and the reported detachment from the core wire was confirmed. The device was visually and microscopically examined. Inspection of the device revealed the core wire was detached from the implant in the sheath. There were also numerous kinks in the sheath. There was tip damage consisting of flared tri-cuts and abrasions on the inside of the sheath tip. The implant had anchor damage. There was no other damage or defect observed. Premature detachment is consistent with excessive handling of the deployment knob or hub independent from the rest of the delivery system.

Event description:
It was reported that the device became detached after it was fully recaptured. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician reported that the closure device was fully recaptured, and it was found that the steel wire became detached from the closure device during flushing within the sheath. The procedure was completed with another device and there were no patient complications or consequences that occurred as a result of this event.

Event description:
It was reported that the device became detached after it was fully recaptured. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician reported that the closure device was fully recaptured, and it was found that the steel wire became detached from the closure device during flushing within the sheath. The procedure was completed with another device and there were no patient complications or consequences that occurred as a result of this event.